Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was 53 mg/dl. Customer stated that they were assisted on comparing basal rate from the old insulin pump to the new insulin pump. The insulin pump will not be returned for analysis.